Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp implantable port with an attached groshong catheter were returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Port body showed multiple puncture access of the port septum. A kink was noted on the proximal portion of the attached catheter considered as incidental issue. Aspiration was attempted and was successful as water fully returned within the in-house syringe. No leaks were observed throughout tests. No other anomalies were noted. Therefore, the investigation is unconfirmed for the reported catheter fracture. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement, for an unknown medical condition. On (B)(6) 2025, seven months and ten days later, post port placement, it was reported that the port was allegedly found to be fractured. The device was removed from the patient. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a port placement, for an unknown medical condition. On (B)(6) 2025, seven months and ten days later, post port placement, it was reported that the port was allegedly found to be fractured. The device was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.